Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the site which was believed to be from the battery being too superficial. The patient underwent a revision procedure wherein the ipg was replaced and relocated to a higher and deeper position. The patient was doing well postoperatively. Th explanted device was discarded.